Event description:
It was reported that c6 monitor charging cord melted and burned the patient's fiancée on (B)(6) 2024. It was reported that the patient's fiancée was burned by the melted plastic on the monitor charging unit on the their pointer finger. Medical treatment was not sought. The device was returned and replacement was order.

Manufacturer narrative:
It was reported that the mcot monitor charging cord melted and was very hot and burned the patient's fiancée. The mcot monitor and charging cord was returned for device evaluation. Device was inspected for general physical integrity, was found to have damage at the charge port. Charging cord was also returned and has evidence of the device melt. Device was not functional to charge. No additional testing could be performed. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the melt. Philips am&d are further investigating this reported malfunction.